Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error alarm on the insulin pump. Customer stated that while they were sleeping the pump alarmed. Customer completed the reservoir and tubing process. Customer was advised to monitor the pump after following the steps to clear the power loss alarm and update the time and date. It was explained that the internal power source in the pump is unable to charge and the pump is operating on the battery only.